Event description:
Complainant alleged that during training by facility staff, the device shut down and was unable to power back on. Complainant indicated that there was no pt involvment in the reported malfunction.